Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: e4 initial report sent to FDA?, g2.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit had an ac power reel is damaged. There was no patient involvement reported.

Manufacturer narrative:
Updated fields - b4,d8, d9 device available for evaluation and date returned to manufacture, e1 event site mail ID, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Additional point of contact details: (B)(4). Corrected field: b5, b6, b7,d5, d10, e1 initial reporter name, e2, e3, h6 medical device problem code. During pm inspection, performed by a getinge field service engineer the cardiosave intra-aortic balloon pump (iabp) ac pwr reel/plug appeared to be cut. There was no patient involved. The fse replaced the ac power reel and this corrected the issue. All functional and safety test performed. The failure analysis and testing dept. Received part with a reported unit failure of the fat performed a visual inspection and found the part to have a cut in the outer shielding. No other damage was found. Confirmed the reported failure and probable root cause may be a user operational context. Retaining the part in the failure analysis and testing department per procedure. The most probable root cause per the dfmea is excessive stress or fatigue.

Event description:
It was reported that during pm, the cardiosave intra-aortic balloon pump (iabp) unit had an ac power reel is damaged. There was no patient involvement reported.